Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element,mr,ous 2.25x28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The mid to distal section of the stent was damaged with struts stretched and pulled distally over the tip. The proximal section of the stent and the four most distal stent strut rows appeared to be undamaged. The undamaged proximal crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no damage. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 28x2.25mm target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 2.25x28mm promus element ¿ drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. The device was completely removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.